Manufacturer narrative:
H6; code 100: instrument was received with no staples in the nose and with the first staple in the staple track twisted, causing the instrument to jam. The twisted staple and 2 more staples were removed simultaneously and the instrument then fired and properly formed the remaining 20 staples without incident. Visual inspections & results: head rotates, staples in the track, and trigger engaged with precock; yes. Nose shroud cracked/broken, and staples in nose; no. Functional tests & results: cycled instrument; yes. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported instrument's "would not fire" during surgery was due to a twisted staple in the cartridge track. The instrument was received with no staple in the nose and with a twisted staple at the front of the stack in the staple track. The twisted staple was force fired through the nose, and when doing this 2 staples loaded simultaneously into the nose, as the twisted staple cleared. The 2 staples then fired together, with one forming and one partially forming. The instrument then fired and properly formed the remaining 20 staples without incident. No conclusion could be reached as to what caused the staple to become twisted in the staple track. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The instrument's staples may become twisted within the cartridge track and/or the cartridge nose if the instrument sustains a blunt trauma.

Event description:
The instrument was used during an abdominal perineal resection with sacropexy. It was reported the ems fired into mesh into sacral perostium. It would not fire. Ems fired 1 staple as a test into a 4 x 4 & performed appropriately. A 2nd ems was opened and performed accordingly to specs to complete the case. There was no consequence to the pt.